Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Device evaluation: the complaint for ¿internal battery is depleted¿, was confirmed through power-up test. The root cause for the ¿internal battery is depleted¿ was unknown. Performed charging procedure. Performed performance verification testing (pvt), the unit passed all testing criteria. Software updated. Unit reset to standard configuration. Further investigation found damaged lcd lens and failed downstream occlusion (dso) sensor. Replaced the dso sensor and lcd lens. The device passed functional testing after the repairs. Software updated. Unit reset to standard configuration. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating "internal battery depleted"; during device evaluation it was found that the device had a detached downstream (dso) seal. There was no patient involvement.